Event description:
Urologic procedure. Event abated after use stopped or dose reduced?: yes. Covidien end catch gold specimen retrieval pouch 10 mm, (B)(4), lot # j5c1616mx. Inserted into patient's abdomen, assistant had difficulty deploying bag. Scrub nurse removed it from the patient's abdomen to find this clear straw likepiece of plastic on tip. This was a change in packaging.